Event description:
It was reported that the tip broke off inside the patient. A savion flx guidewire was selected for use in a hybrid angiogram procedure. During the procedure, the tip of the guidewire broke off inside the patient. The tip of was retrieved with no harm to the patient.